Manufacturer narrative:
The investigation has started. A follow up report will be submitted upon completion.

Event description:
The customer biomed reported that the values from the bedside monitor such as non-invasive blood pressure (nibp) were being transmitted with an incorrect time stamp. The values from the last measurement can be almost a day old. Live bedside patient monitoring was not impacted. No adevrse patient impact or death was reported.

Event description:
The customer biomed reported that the values from the bedside monitor such as non-invasive blood pressure (nibp) were being transmitted with an incorrect time stamp. The values from the last measurement can be almost a day old. Live bedside patient monitoring was not impacted. No adverse patient impact or death was reported.

Manufacturer narrative:
The investigation has started. A follow up report will be submitted upon completion.